Event description:
Had double mastectomy in (B)(6) 2010 with immediate breast reconstruction using allergan high profile round silicone implants. Over the next several years, had extreme debilitating fatigue, hair loss, joint pain, gi issues, exercise intolerance, chemical sensitivity, developed food intolerances, blurred vision, vertigo, pots, ovarian cysts, endometriosis. Had several surgeries to remove cysts and endometrial lesions; had bowel and rectum resection. Developed pain and lumps in chest in 2017, imaging showed internal ruptures in both implants and right implant herniation. Had implants removed in (B)(6) 2018 and almost all of my symptoms have resolved. Please, please, please look into implants triggering autoimmune reactions/illness in women who are genetically susceptible. I personally know several other women that got sick with similar symptoms after getting silicone implants, but had complete or near complete resolution of symptoms when implants were removed. I had dozens of tests, procedures, doctor and specialist visits over the years and not a single one suggested it could have something to do with the implants.